Event description:
On (B)(4) 2013 it was reported that wireless module (B)(4) will not connect to the facility's network. No patient injury or involvement was reported.

Manufacturer narrative:
(B)(4). The device has not been returned to baxter for evaluation at this moment. If the device is returned in the future, an evaluation will be completed and a supplemental report will be submitted.